Event description:
The pt contacted nephron pharmaceuticals corporation on (B)(6) 2013 regarding a product complaint of no aerosol production associated with the ez breathe atomizer. The pt reported that the atomizer failed to produce an aerosol mist to alleviate his symptoms of an asthma attack. During a f/u phone call on (B)(6) 2013, the pt reported that he went to the hosp on (B)(6) 2013, after the atomizer produced a small amount of mist. The pt was released from the emergency room after receiving nebulizer treatments and a prescription for prednisone. The pt is a (B)(6) year old male. He reported that he did not use any other medications and added that he is a former smoker. His past medical history is significant for asthma and unk psychological disorders. He reported that he is allergic to neurontin (gabapentin) due to vomiting and convulsions. Medical review: info regarding the prescription date, prior use and expiration date of the product were not provided. Asthma triggers and prior medical history were not provided.